Event description:
Customer called to report that all of the modular chemistry (mc) cups on the unicel dxc 800 synchron system were overflowing and that the instrument displayed the error message "reagent too full." The customer technical specialist assisted customer with troubleshooting the instrument, and then determined that a service request was necessary to resolve the issue. On the same day, the field service engineer (fse) inspected the instrument and found that the cups were overflowing and that the low pressure was high. The fse then made adjustments to the pressure and cleaned out the mc restrictor valve assembly. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that patient results were not affected and that no one was harmed by the instrument issue.

Manufacturer narrative:
(B)(4).